Manufacturer narrative:
The device was returned to a third party service center. Evaluation confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and tested before it was returned to the customer. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to loss of communication with outlet flow sensor. There was no harm or injury as a result of the event.